Manufacturer narrative:
Insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No prime anomaly or error alarm during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that every time they do a site change their blood glucose readings go up to 400 mg/dl and over. Customer stated that he will delivery a lot of insulin and it will work for several hours until another site change. Customer was advised to revert to a back up plan.